Event description:
It was reported that after 9 cc of air was put into the cuff, air leaked from pilot balloon. The patient was re intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.